Event description:
Discordant, falsely low cholesterol results were obtained on multiple patient samples on an advia 2400 instrument. The discordant results were released to the physician(s). The customer indicated that discordant results were obtained on two advia 2400 instruments and did not make a distinction which results were obtained on which instrument. The samples were repeated on a third advia 2400 instrument, resulting as expected. The repeat results were reported to the physician(s) there are no reports of patient intervention or adverse health consequences due to the discordant, falsely low cholesterol results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The customer stated that quality controls (qc) were not within range. The customer had re-calibrated the instrument and reran qc which resulted within range. After evaluation of the instrument and instrument data, the cse tested the reagent turntable tray temperature and the temperature was acceptable and no instrument malfunction was found. The cause of the discordant results falsely low cholesterol results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.